Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The lesion being treated was located in the calcified 90% stenosed left circumflex (lcx). The balloon ruptured at 12 atms. The number of inflations and to what atms is unknown. The procedure was completed with a different device. There were no reported pt complications. Pt status listed as "good."